Manufacturer narrative:
(B)(4). Investigation summary: one sample was received for evaluation. The sample consists of a 3ml syringe with a needle assembly connected to it. It has been used, it has residues of a drug and has a smell of a drug. It has a plastic shield. A functional test was performed by filling it with 2ml of saline solution; then the solution was expelled, no leakage was observed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition would continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for the identification of emerging trends. Root cause description: based on the investigation and with the sample analysis, the symptom can¿t be verified. Rationale: CAPA not required at this time.

Event description:
It was reported that bd precisionglide¿ needle leaked during use. The following information was provided by the initial reporter: material no: 305110, batch no: 9234180. It was reported that customer experienced leakage. Event description per email states: caller reported [syringe needle was leaking]. Number of occurrences: [1]. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is available for investigation. Resolution: cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further follow up is required.